Event description:
As reported, the guidewire of a 5f 10cm rain trans-radial catheter sheath introducer (csi) was split into two parts during preparation of the device. As a result, the same 5f 10cm rain csi was used with an unknown guidewire to continue the procedure. There was no reported injury to the patient. There were no difficulties during the insertion or withdrawal of the csi. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the guidewire of a 5f 10cm rain trans-radial catheter sheath introducer (csi) was split into two parts during preparation of the device. As a result, the same 5f 10cm rain csi was used with an unknown guidewire to continue the procedure. There was no reported injury to the patient. There were no difficulties during the insertion or withdrawal of the csi. The product was not returned for analysis. A product history record (phr) review of lot 18143902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿mini guidewire-fractured/separated¿ could not be confirmed and the exact cause of separation cannot be determined. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged., remove the product from the packaging tray with care to avoid damage to the sheath. Do not withdraw the guidewire back though the metal cannula of the needle after it has been inserted as it may damage the guidewire.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18143902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire of a 5f 10cm rain trans-radial catheter sheath introducer (csi) was split into two parts during preparation of the device. As a result, the same 5f 10cm rain csi was used with an unknown guidewire to continue the procedure. There was no reported injury to the patient. There were no difficulties during the insertion or withdrawal of the csi. The device has now been returned.

Event description:
As reported, the guidewire of a 5f 10cm rain trans-radial catheter sheath introducer (csi) was split into two parts during preparation of the device. As a result, the same 5f 10cm rain csi was used with an unknown guidewire to continue the procedure. There was no reported injury to the patient. There were no difficulties during the insertion or withdrawal of the csi. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the guidewire of a 5f 10cm rain trans-radial catheter sheath introducer (csi) was split into two parts during preparation of the device. As a result, the same 5f 10cm rain csi was used with an unknown guidewire to continue the procedure. There was no reported injury to the patient. There were no difficulties during the insertion or withdrawal of the csi. A non-sterile mini guidewire belonging to a ¿5f10cm nw radial¿ was received for analysis. During visual inspection, an unraveled condition was noted to the radiopaque distal coil wire. No other damages or anomalies were observed. The unit was inspected using a vision system to obtain a magnified image and presented evidence of an unraveled condition to the coil wire. The proximal and distal end remain attached to the core wire. The unraveling of the coil wire resulted in the exposure of the core wire. The coil wire does not present with a separated condition. The core wire was fractured/separated into two pieces. Both sections were returned for analysis. Sem analysis presented evidence of striation and elongation patterns. A product history record (phr) review of lot 18143902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mini guidewire ~ fractured - separated¿ was confirmed. A separation was observed on the distal end of the core wire. The striation and elongation patterns identified at the separated sections of the core wire are commonly associated with plastic deformation when materials are exposed to excessive mechanical stress. This happens when the resistance properties are overloaded, which results in fatigue failure. Therefore, it is assumed the wire was induced to a tensile force that exceeded its material yield strength prior to the separation. The exact cause of these findings cannot be conclusively determined during the analysis however, handling factors while preparing the device may have led to the separation. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿carefully remove csi from package using sterile technique. Inspect the system contents for any signs of damage; do not use if any damage is present.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.